Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.  Customer returned pump for an alleged cosmetic damage located at the battery tube found on (B)(6) 2023. Pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 / pcba 2 / force sensor / motor / harness assembly vibrator corroded battery tube. Test p-cap and reservoir locked properly into reservoir compartment during testing, however a cracked retainer ring was noted. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked case (battery tube), battery tube threads cracked, cracked case on corner of belt clip rails, serial label damage, keypad overlay texture damage, cracked keypad overlay, missing display window/cover and minor scratches on the lcd window. In summary, customers alleged blank display was confirmed due to moisture damage on the pcba 1 / pcba 2 / harness assembly / force sensor / motor /corroded battery tube. Cosmetic damage located at the battery tube was confirmed by visual inspection where a cracked battery tube was noted. Additionally, a cracked retainer ring was noted. "The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. ¿select patient information cannot be provided due to regional privacy regulations." Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned".

Event description:
Information received by medtronic indicated that the customer found a crack along the battery side of the pump. No harm requiring medical intervention was reported. Troubleshooting was performed and confirmed the crack along the battery side of the pump. The customer will discontinue using the insulin pump and will be returned for analysis.